Event description:
Information was received from a patient and a healthcare provider via a manufacturer representative regarding a patient receiving morphine (5mg/ml at 1.5mg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient stated they fell several months ago and hit their pump. The patient was seen by the np yesterday for a refill and they saw the area at the pocket, and there was a wound at the pocket site with a possible infection. Cultures/labs were performed. The system was removed with a replacement and a new pocket. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's medical history was asked but would not be made available. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 8578 (lot: (B)(6) ); product type: 0184-catheter; implant date (B)(6) 2012 ; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.